Event description:
The implanting surgeon reported on jun-18-2024, that upon bilateral implantation of implantable collamer lens(icl) on (B)(6) 2024, patient presented with persistent bilateral iritis. This report is for the patient`s left eye(os) and it should be noted that exact day of onset of iritis was not provided. The surgeon reported that on the first postoperative day visual acuity was 20/25 and intraocular pressure(iop) was 20 mmhg. By (B)(6) 2024 the vigamox was discontinued and pred forte started to taper. The surgeon further reported, as the pred forte was tapered by (B)(6) 2024, iritis returned in both eyes, and the patient was prescribed pred forte again. The iop increased to 32mmhg, and the patient was prescribed cosopt. Pred forte was tapered for two months but iritis returned again bilaterally. The surgeon was contemplating explantation of lenses because the patient could not be tapered off pred forte and when on steroids the iop could be only controlled on cosopt and alphagan.to the best of our knowledge lens in this eye remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6: unk. Manufacture narrative: iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Inflammation(iritis) and elevated iop are identified in the labeling as potential adverse events following icl implantation. Dfu precaution states: the safety and effectiveness of the icl lens has not been established in patients with 8. History or clinical signs of iritis/uveitis. The evo/evo+ clinical trial identified that elevated iop can occur either at po visit 0 (1 - 6 hours) due to retained ovd or 6 to 31 days postoperatively due to steroid response. A post-op inflammatory response is common after intraocular surgery which is usually mild and does not require interventions beyond the standard post-op regimen. In cases with more severe inflammation, surgical technique, intraoperative trauma or use of pro-inflammatory substances in the eye can be contributing factors. Per surgeon`s report that iritis returned upon tapering steroids and given the information that upon steroids were prescribed again, iop increased it is very likely that patient factor contributed to that (e.g., steroid response as indicated in the labeling). An exact cause of the event could not be determined as it could be multifactorial in nature including but not limited to pre-existing conditions and other patient and/or procedure related factors. Claim # (B)(4).